Manufacturer narrative:
The pt did not sustain any injury nor receive medical intervention as a result of blood loss. The machine was inspected by a gambro technical svcs field rep. He completed a "blood leak detector t1 test" in setup. In a simulated run he inserted the blood leak detector optical filter, resulting in a blood in dialysate alarm. The machine was operating within MFR's specs. The machine has been returned to svc and is being used for other pt treatments without incidents.